Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate erratic issue with his one touch ping meter. The patient reported that the alleged issue with the subject meter began on an unspecified time the night prior to contacting lfs. He obtained glucose results of "426 and 231 mg/dl" on the subject meter, done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient also informed the cca that he felt that the issue may have started sometime in (B)(6) 2011, but he could not recall the results obtained. He stated that he manages his diabetes with insulin (pump therapy) and due to the alleged issue the patient continued his normal diabetes management routine, and took an unknown insulin dose based on the inaccurate high glucose result. The patient claimed 30 minutes after the alleged issue started, he felt shaky and sweaty. In response to his symptoms, he reportedly self treated with "sugar water" at an unspecified time he also reported that he tested his blood glucose on (B)(6) 2012, at 4 am and obtained glucose results of "over 400 and 187 mg/dl" on the subject meter. Based on statistical methodology, the calculated difference of these glucose results also exceeds the expected value of <=20% and/ or <=20 mg/dl. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: on (B)(6) 2012 the meter was tested and passed all testing with no faults found. On (B)(6) 2012 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k082590.